Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the arrow keypad buttons were unresponsive. There is no further information available at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the keypad was torn over the ok button and the button was inverted. All of the buttons were unresponsive and contamination was found under all of the button contacts. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.